Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material on the plastic distal end cover (c-cover)" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the scope cover packing. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the plastic distal end cover. There was no patient involvement.